Event description:
It was reported by the aci vascular closure specialist that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedural angiogram was performed which showed the vessel size to be 6 mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. It was reported that the physician deployed the device according to the IFU. When the physician was pulling the advancer tube from the tissue tract, sealant was noted to be attached to the advancer tube. Manual compression was held at the access site for less than 30 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1314804) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.